Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that in 2018 their system was removed since "it" was not working.  They confirmed they did not get a replacement system.  No further details were obtained at the time of the call.  Follow up will be done to try and obtain additional information.